Event description:
A nurse reported that during an unknown number of surgeries, it seemed that the system had no vacuum and the suction effect was weak. The surgeries were completed by flushing the aspiration tube or cartridge replacement. The patients did not experience any harm. The event occurred two different days. Additional information has been requested but not received to date. This is one of two reports being filed for this facility.

Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received informing that the procedure was a cataract surgery with intraocular lens (iol) implant.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The product met specifications at the time of release. The root cause cannot be determined conclusively.